Event description:
A retention wire which is a component of the atrial lead, separated from the lead and caused perforation of the right atrium and then eroded into the wall of the aorta. Due to this, the pt developed large hemorrhagic pericardial tamponade and the pt presented to the medical center in cardiopulmonary arrest and subsequently expired. The coroner's report indicated the separated retention wire.